Event description:
It was reported that the physician felt there was something wrong with his vns programming system as he was unable to interrogate the patient's vns device. Troubleshooting was performed by a manufacturer representative on the physician's programming system and proper functionality was confirmed. The cause of the failure to program is unknown at this time as the physician was unable to recall who the patient was and functionality of the generator cannot be confirmed.